Event description:
(B)(6). According to the information received, an health care provider reported a catheter with the tip cut off. The catheter was reported as incorrectly finished with the catheter tip-cut blunt. The patient could have been severely hurt if the product had been used. As adverse incident form was completed.

Manufacturer narrative:
One pouch with three separate pieces of catheters were received for evaluation. Examination of the pouch did not reveal any voids in the seal, which would have indicated the catheter was sealed in the pouch during the packaging process during manufacturing. Coloplast requested further explanation from the distributor whether all three pieces were included in the one pouch or if there were three separate incidents. Information received from the distributor indicated there was only one catheter involved in the complaint. Since the pouch was returned already opened and because no voids were noted in the seal of that pouch, coloplast cannot determine if the three separate pieces were packaged in the one pouch or if there were three separate incidents. However, the complaint was confirmed with the returned product. An extensive investigation was conducted in (B)(6) 2009 to address cut off catheters. Immediate containment actions include significant reduction of the temporary workforce, addition of a second dragger to the packaging operation to augment operator visual inspection, and addition of a qc inspector on the production line full-time to ensure proper process flow and to conduct increased visual sampling checks. Review of the work order for this lot revealed that it was packaged prior to the (B)(6) 2009 corrective actions. Therefore, no further action will be taken at this time. No other complaints noted for this lot number.